Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/28/2016. The fse found a broken aspiration needle. He replaced the aspiration needle and the instrument ran without any leaks and aspiration p errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a clear fluid leak from a coulter lh 500 hematology analyzer. The volume of the leak was not specified. The leak was not contained within the instrument and aspiration p error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.